Event description:
It was reported that the patient experienced infection and scar tissue with an inflatable penile prosthesis (ipp) leading to a surgical procedure in which the existing device was replaced with a spectra penile prosthesis. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.